Manufacturer narrative:
The subject device was returned and visually evaluated. The guidewire and the back up tabs on the device were found to be bent, which is consistent with the distal tip having seen significant force in use or having hit a hard structure. The barrel insert at the distal end of the device was found detached from the cannula assembly and was not returned with the sample. It appears that the damage/bent components contributed to a combination of factors that led to the detachment of the barrel insert on the distal tip of the device. A review of the manufacturing records was performed for the subject lot and found that the lot was manufactured to specification. Based on the available information, the reported problem experienced by the user was due to the damaged components on the distal tip from forces applied to the device.

Event description:
It was reported that during a laparoscopic inguinal bi-lateral hernia repair, during the fixation of the mesh, the optifix fixation device failed to release the fasteners and the barrel insert detached and fell into the abdominal cavity. The barrel insert was promptly identified and removed, with no problem reported for the patient. A second device was obtained and fixation was completed with the remaining optifix tacks.

Manufacturer narrative:
The optifix device is being returned for evaluation. However, at this time davol has not received the device. At this time a root cause determination cannot be made. If/when the sample is received and evaluated, a supplemental MDR will be submitted. A review of the manufacturing records was performed for the subject lot and found that the lot was manufactured to specification. .

Event description:
It was reported that during a laparoscopic inguinal bi-lateral hernia repair, during the fixation of the mesh, the optifix fixation device failed to release the fasteners and the barrel insert detached and fell into the abdominal cavity. The barrel insert was promptly identified and removed, with no problem reported for the patient. A second device was obtained and fixation was completed with the remaining optifix tacks.